Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Upon investigation, it was noted the pacemaker reached replacement period. The physician alleged the device could had premature battery depletion. The device was explanted and replaced on (B)(6) 2020. The patient was stable.

Manufacturer narrative:
The device was received from the field in backup mode and battery having reached end of service. The device image could not be saved due to low battery voltage and it was requested to the field, but it was not available. The device code was re-loaded successfully after cutting open the device case and replacing the ordinal battery. Further test under nominal conditions indicated the functionality was normal and current levels were within normal range. The original battery was analyzed by the manufacturer and the results were normal. Despite extensive testing, the source causing premature battery depletion could not be identified. Total projected longevity based on nominal settings is 4.92 years; implant duration was 2.67 years which does not meet the projected longevity.